Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The health care professional (hcp) confirmed they were using the programmer and the correct wand. The device was unable to be identified. Technical services (ts) provided troubleshooting and the issue persisted. Subsequently this ICD was explanted and replaced with another device due to normal battery depletion. This ICD has not been received for analysis. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The health care professional (hcp) confirmed they were using the programmer and the correct wand. The device was unable to be identified. Technical services (ts) provided troubleshooting and the issue persisted. The ICD remains in service. No adverse patient effects were reported.